Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 8, 2009, this patient underwent an emergent endovascular repair of a descending thoracic aortic aneurysm using a gore tag thoracic endoprosthesis ((B)(4)). The aneurysm measured 53.9 mm. The left subclavian artery (lsca) was intentionally covered by the device. No issues were reported, and the patient tolerated the procedure. On (B)(6) 2009, post-operative follow-up imaging identified a type ii endoleak originating from the lsca. There was no signs of aneurysm enlargement. The follow-up also identified an aortoesophageal fistula. It was reported that the cause of the fistula was unknown. On (B)(6) 2009, an additional endovascular procedure was performed whereby the lsca was coil embolized. The patient tolerated the procedure. On (B)(6) 2009, the patient underwent an open surgery to repair the fistula, whereby the gore tag thoracic endoprosthesis was explanted and the vasculature was surgically repaired. The patient tolerated the procedure and was transferred to intensive care unit; however after the surgery the patient's condition did not improve. On (B)(6) 2009, the patient expired. The cause of death was the aortoesophageal fistula. No further information is available.